Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis in the right eye one day post lasik procedure. Topical steroid dosage was increased and an oral steroid was prescribed. Follow up information received indicated the patient has not returned for follow up. The facility has tried multiple times to reach the patient without response. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.